Event description:
Report received from the us stating that they could not attach the device to the motor. It is known that the device was used in surgery without injuries or medical intervention. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).